Event description:
It was reported that there was a catheter failure and patient experienced increased pain. The catheter failure was found through examination/palpation. The device was used to deliver morphine. It was noted that the event is ongoing.

Event description:
Additional information received reported that the patient experienced drug withdrawal. It was noted the intervention to the event was device surgical revision; the catheter was spliced on (B)(6) 2012. The patient's ms contin was also increased from 15mg three times a day to 30mg three times a day on (B)(6) 2012. The patient was also prescribed hydrocodone 10 mg six times a day as needed. The diagnostic methods included an examination and palpation with results that revealed severe pain with an increased heart rate on (B)(6) 2012. The etiology of this event was noted to be due to be the intrathecal drug, morphine. It was noted there were kinks in the catheter. It was later reported upon surgical observation; two catheter kinks around scar formation at the proximal catheter/pump site were noted. Upon examination and palpitation it was also reported the results included catheter failure, on (B)(6) 2012. A catheter access port contrast study was performed on (B)(6) 2012; the results indicated it was difficult to access where the intrathecal portion was. The patient experienced an increase in pain following physical therapy. It was noted the patient resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).